Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was about 120 mg/dl. No significant events leading to the alarm were observed. The customer advised that the alarm had been resolved by a complete infusion set, reservoir and insulin change, and he declined to return the supplies for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.